Event description:
The facility reported a colleague infusion pump with the reported condition where the "pumphead module will not accept given set". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with " pumphead module will not accept given set" was confirmed but not duplicated during product evaluation. The root cause was determined to be a damaged distal jaw finger. However, it is unknown if any repairs have been made to this device at this time. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump.